Event description:
It was reported that patient underwent m2a hip arthroplasty on unknown date. Subsequently, patient was revised on an unknown date for an unknown reason. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned product found the cup appeared to show evidence of subluxation of the joint. Based upon the appearance of the part, wear rates did not appear to be excessive.